Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed two dark brown particles on the tubing line. The actual size of the brown particles could not be objectively measured nor determined from the photo. Based on historical data of similar complaint reports from returned samples, the brown particles may be embedded within the material of the tubing line. When a particle is embedded, it does not have contact to the fluid path and therefore is not in the fluid path. Additionally, the brown particles may be fragments of burnt pvc. Burnt pvc was inadvertently created during the extrusion process of the tubing. Burnt pvc is a byproduct of the tubing material. The tubing is made of pvc (polyvinyl chloride) material. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had brownish dots/particles in the infusion line. It was unspecified if the dots/particles are firmly attached to the tubing. This was observed prior to patient use. There was no patient involvement. No additional information is available.